Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced both batteries and completed the pm on the iabp unit. The unit passed all functional and safety tests; and was returned to the customer for clinical use. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6). Email address (B)(6); which differs from that of the event site.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test during a preventative maintenance (pm) performed by a getinge field service engineer (fse). There was no patient involvement, thus no adverse event was reported.